Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Bg value not provided. Cause was not known. Customer consumed glucose tablets to address bg. Additionally customer was assisted by emergency medical services who provided customer with glucose. Recommendation was made to consult with a healthcare provider regarding diabetes management.